Event description:
Additional information reported that the patient experienced a burning sensation and pain from their implantable neurostimulator (ins) which had been going on since (B)(6). The patient stated that they were back to wearing pads. The patient was instructed by their physician to turn the ins off for 12 hours then to call them back. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient felt a burning sensation in the "urinary area" and her symptoms have increased over the past week prior to the report. It was stated that the patient "drips" and that she cannot "go". When the patient does go, "she goes all over herself". It was stated that there were no falls or trauma associated with the event. It was noted that the patient was "doing fine" before the past week. The patient had not contacted her doctor. It was reported that the patient had decreased her stimulation because it was "hurting", but her symptoms continued. The patient was using program 3 at 2.8 v. No further information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2011, product type extension; product ID 3093-33, lot# v750356, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a return of bladder symptoms, was unable to control her bladder, and she felt pain while urinating. It was stated that the patient stopped feeling stimulation on the day of the report. The patient was not happy with her device and was considering having it explanted. She wished she did not have it implanted and stated that it cause more problems in her life. The patient was trying to use the programmer to increase stimulation. She turned stimulation up to 4.0 amps, and stated that she could not feel anything. The patient changed to program 2 at 5.1 amps, but that caused her leg to jerk. Stimulation was turned down to 2.2 amps, but the patient could not feel that. When the patient tried to increase stimulation again, it caused her leg to jerk again. The patient changed to program 1 at 1.2 amps, but was not able to feel stimulation. She tried to turn stimulation up on this program, but the upper limit was set. The patient changed to program 4 at 2.7 amps and felt stimulation in her buttocks and it was causing her pain. She decreased the stimulation, but it was still causing her pain so she switched to program 3 at 2.5 amps. This program caused pain in her tailbone. She switched to program 2 at 2.0 amps and felt pain near her upper right leg. The patient then moved to program 4 and stated that she was feeling pain. Stimulation was decreased to 1.5 amps, but it was still painful on the right side. The patient moved to program 3 at 2.6 amps and decided to leave it at that level to see if it helped. Further information has been requested. If more information becomes available a follow up report will be sent.